Manufacturer narrative:
(B)(4). The serial / lot number was not provided. Therefore, no manufacturing date is available. The product will not be returned for analysis, as it was discarded by the customer.

Event description:
It was reported that a home based patient is using a n560 pulse oximeter with a maxn sensors. The mother of the patient stated that she uses six sensors per month. The sensors are attached with tape, to the baby's big toe. However, the baby is able to remove the sensor, and the unit takes about a minute to alarm. There is no reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated, and actions have been taken under remedial action efforts.

Manufacturer narrative:
Covidien reference: (B)(4). Please disregard the previous supplemental report # 1, which was submitted in error. The malfunction for no audio on the reported pulse oximeter was not included in the recall # z-2268-2015.